Event description:
A hospital in (B)(6) reported that two mr290hfv autofeed humidification chambers failed while in use on a sensormedics 3100b ventilator. No patient consequence was reported.

Manufacturer narrative:
We are still endeavouring to retrieve the complaint device for evaluation. We will provide a follow up report on completion of our investigation.